Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated insulin occlusion alerts and subsequently an ¿alert 38 ¿ motor stall,¿ after which the device could not complete rewind, change supplies, or resume delivery despite multiple restart attempts, resulting in no insulin delivery for much of the day and necessitating manual insulin injections to control glucose. Symptoms included dizziness and nausea during hyperglycemia, with glucose reportedly reaching the mid-300s and a later value of 202 mg/dl. Outcomes included interruption of automated insulin delivery, user-performed corrective actions via manual injections, and shipment of a replacement device. Investigation included review of alert history, guided troubleshooting steps including restarts and attempted rewind, and coordination for device replacement and return. Investigation of this device revealed device motor stall with persistent occlusion alerts consistent with a delivery system malfunction affecting the pumping mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction consistent with motor stall leading to an inability to deliver insulin.